Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "syringes have been found without printed graduation marks."

Manufacturer narrative:
H.6 investigation summary: one photo displaying the bottom view of one fully sealed blister pack with a 3ml syringe inside, the top view of a blister pack from batch 9114915 (p/n 309579), and one loose 3ml syringe was received and evaluated. It was observed in the photo, the loose syringe and the syringe inside the package had no visible scale present, which was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9114915 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that scale marking issues were found before use with a bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needle. The following information was provided by the initial reporter, "syringes have been found without printed graduation marks."